Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hypoglycemic event that occurred on (B)(6) 2016. Patient stated that she was speaking with her daughter when her daughter noticed that the patient was trending low and her speech was slurred. Patient's daughter called the paramedics to check on the patient. The paramedics arrived around 9:00am and gave the patient apple juice and yogurt. When the paramedics arrived, the patient's blood sugar was at 22mg/dl and at 200mg/dl when they left; approximately 90 minutes later. Patient stated she did not know what was displaying on the receiver at the time of the event. There was no alleged device malfunction. Additional event or patient information was not provided.